Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that, on testing the device on (B)(6) 2011 all electrode channels were functional. Testing carried out on (B)(6) 2011 shows 8 electrode channels in status hi, and testing carried out on (B)(6) 2012 shows 11 electrode channels in status hi. The gpi is not measurable.